Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where the complaint could not be duplicated. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the manual brightness adjustment mode had been used, or the fiberscope had been used, or the rigid endoscope and the light guide cable had been used. None of these issues are device malfunctions.

Manufacturer narrative:
The device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information from the user facility regarding the reported event.

Event description:
The service center was informed that during an unspecified diagnostic procedure, the light from the video system would not auto adjust and could not make tissue indistinguishable. It is unknown if the intended procedure was completed. There was no patient injury reported.